Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the pt presented with an iol displacement. The lens was noted to be decentered temporally with pigment dispersion related to lens chafing and secondary intraocular pressure (iop) elevation. The surgeon is recommending the lens be exchanged to prevent further issues with glaucoma and inflammation. Medical records were received from the reporting surgeon and reviewed. The pt was seen at approximately two months postoperatively by the reporting surgeon. The iol had been implanted by a different surgeon. At this visit, the pt was reporting an occasional fleeting sharp pain since her last visit with this physician (date unk). The pt was also reporting mild photophobia. The records indicated that at the time of the iol implant procedure, there was a question of a posterior capsule rent and an anterior vitrectomy had been performed at the time of the iol implant procedure. On the first postoperative visit to the implanting surgeon, the pt was noted to have an elevated iop. The implanting surgeon noted iris capture after the dilating drops wore off. The reporting surgeon stated these issues were addressed by the implanting surgeon in his office. At this visit, the reporting surgeon recommended the iol to be exchanged. Additional info was received from the reporting surgeon who indicated that on the visit to the implanting surgeon on the first postoperative day, the iol was apparently prolapsed in front of the iris and was repositioned in the office by the implanting surgeon. When the pt presented to the reporting surgeon, the pt's iop was noted to be elevated, pigment dispersion was noted and the anterior chamber was noted to be mildly shallow for a pseudophakic eye. The reporting surgeon stated at the time of the iol explant, the lens was noted to have been implanted "upside down", the anterior face of the lens had been placed facing backwards. The pt's current condition is unknown.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).